Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited low impedance, an insulation anomaly was noted due to patient having twiddlers syndrome. The device was capped and replaced during a routine device change out.